Event description:
Event: cc# 97-01363) poor augmentation was noted during iabp. On 12/18/1997, the following was reported to datascope: the balloon would not augment and the iab catheter alarm sounded. When the alarm occurred, the iab was manually inflated without difficulty. The balloon appeared to be out of the sheath as per the x-ray. The iab pumped intermittently with the catheter alarm sounding. [Event complications]: unknown - reported 11/11/1997; none - reported 12/18/1997. [Pt's current status]: unknown - rpt'd 11/11/1997.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1701 device label code for f10. Position 3: -